Event description:
It was reported that the device was oversensing the electrical residual on the ventricular sense amplifier at the time that the electrogram (egm) amplifier was turned on/off by the reference egm collection. It was noted that a drop beat was captured on the holter. The ventricular sensitivity was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).